Event description:
The customer's pump had a blank display. The customer's husband stated that the customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The high-pressure test was performed and passed within specifications. Assisted husband in setting basal rates and turning off the blood glucose reminder.